Manufacturer narrative:
Analysis was completed. The field complaint of early battery depletion was confirmed. Analysis of device image noted high current during implant period, consistent with increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. High current could not be reproduced during analysis.

Event description:
New information received indicated the pacemaker was explanted and replaced. The patient was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the pacemaker had possible premature battery depletion. No intervention was completed. The patient was stable.